Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 01/06/2016 to report on behalf of patient an intermittent out of range signal that occurred on (B)(6) 2016. Device evaluation was completed by animas on 01/17/2016. Investigation results were received by dexcom on 01/27/2016. The device was visually inspected and found no cosmetic flaw. The transmitter was placed on a walkabout box and paired with a pump. Functional testing confirmed the reported event of an intermittent out of range signal. The root cause was determined to be a discharged transmitter battery.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015 to report on behalf of patient an intermittent out of range signal that occurred on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.